Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 51 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the low blood glucose with glucose tablets. The customer stated they were exercising prior to the low blood glucose event. They also stated that they had issues with the uploader. Troubleshooting was not provided for the low blood glucose. The insulin pump will not return for analysis.